Event description:
According to the reporter, on an exploratory laparotomy, the tip of the needle broke off into the patient¿s cavity after the stitch was thrown. The tip was so small that it could not be found. However, the tip was not left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.